Manufacturer narrative:
Conclusion: according to the information received from the field a technical implant failure seems likely. Furthermore, in situ measurements point to a damage of the active electrode caused by device minute mobility. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
The child visited clinic reporting not responding to sound with the device in the past 2 months. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. Other mechanical damages found are attributable to the removal surgery. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The child visited clinic reporting not being able to respond to sound with the device over the past 2 months. The user has been re-implanted.